Event description:
The pt reportedly experienced poor performance. It suggested that pt may suffer from neural fatigue. Testing of the device showed electrode interaction and abnormal low impedances. Pt device is scheduled to be explanted.